Event description:
A report was received that the pt would undergo a pocket revision due to the pt's ipg being too shallow and difficulty charging. The physician repositioned the pocket and added lead extensions. The pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.